Event description:
From staff: while attempting to deploy an angioseal, part of the device broke off into the right femoral artery. Successful retrieval of broken piece. Tavr [transcatheter aortic valve replacement] procedure. The device failed and broke in the body.